Manufacturer narrative:
Reference number (B)(4) catalog number in d4 is the international list number which is similar to us list number of 062910. Peritonitis is a known complication of a peg- j tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On an unknown date a patient in switzerland underwent a procedure for the placement of percutaneous endoscopic gastrostomy-jejunal (peg-j) tubes. Drug start date was (B)(6) 2025. On (B)(6) 2025 it was reported the patient complained of severe pain in the stoma area. Will undergo emergency laparoscopy. On (B)(6) 2025 it was reported the patient was diagnosed with peritonitis. Patient receiving unknown IV antibiotics and IV fluids. Discharge planned for (B)(6) 2025. The device involved in the event was not returned; therefore, a return sample evaluation is unable to be performed.